Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the multiple cubies failed, which located on d11t 3. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 cubie row b and c was not detected on bus. A field service engineer found in storage space configuration both cubie pocket row b and c were missing. Removed all pockets and cleaned underneath, a debris was found under the cubie pockets. The drawer was pulled out, and all cables were reseated and inspected. After rebooting the device, the pockets returned. Customer rejected the bad pocket, replaced pocket and reload pocket. The system functioned as intended after the field service engineer repaired the device.